Event description:
Medics responded to a call for a pt with chest pain (age unknown). The device failed to power on in ac or battery power when attempting to monitor the pt. The pt was then transported to the nearby hosp. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.